Event description:
Customer reported receiving a "scan again in 60 minutes" error code on the same day of applying the adc device. Customer reported experiencing loss of consciousness and seizure due to sensor error message. Customer reported that they self treated with "glucose gel" and no third-party intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.